Manufacturer narrative:
Literature citation : naohiro kawamura, junnichi kunoki, kazuhiro masuda, kengo fujii. "Posterior decompression and stabilization for lumber spinal stenosis". 1406-04; s3-1-4. (B)(6) 2014. Mean age: 73 years. 22 men, 6 women. (B)(6). (B)(4). Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported in an abstract that total of 28 patients underwent an interspinous process decompression procedure using an interspinous spacer. All patients were asymptomatic while in a sitting position but developed symptoms in their legs when standing or walking during the pre-operative period. Treated levels included l4/5 [n=27], l3/4 [n=2]. According to the abstract, there was one case of superficial infection reported. No further information was reported.